Manufacturer narrative:
A report was received that the patient underwent an explant procedure. Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm model#: sc-4316 lot#: 14997733 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.